Manufacturer narrative:
The customer has been contacted for additional information; however, no further information has been received. A review of the service request (sr) indicates that the customer added that the reported event did not reoccur. The company representative attempted to contact the customer, but was unable to connect. No additional information was received. The system was manufactured on july 6, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down three times during surgery. Additional information has been requested.